Event description:
The customer reported via phone call that the insulin pump alarmed button error. The blood glucose reading was 92 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.